Manufacturer narrative:
The customer reported that the displayed rhythms on the central nurse's station (cns) spontaneously go blank for a few seconds, before returning and functioning again. The customer wants to send in the unit for evaluation/repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical products: the following device was used in conjunction with the model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the displayed rhythms on the central nurse's station (cns) spontaneously go blank for a few seconds, before returning and functioning again. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the displayed ECG rhythms on the central nurse's station (cns) were spontaneously going blank for a few seconds, before returning and functioning again. No patient harm was reported. Investigation summary: the device was sent in for evaluation. During the evaluation of the returned device nihon kohden repair center (nk rc) was not able to duplicate the reported issue of intermittent ECG readings because the cns would not boot up during the evaluation. The hdd and motherboard were replaced to resolve the issue. The root cause for intermittent ECG reading could not be determined. As the cns was found to not be functioning correctly, it is likely that the intermittent ECG reading was also associated with the failing components. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. This unit was in the field for 6 years at the time of the event with no history of servicing. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that the displayed ECG rhythms on the central nurse's station (cns) were spontaneously going blank for a few seconds, before returning and functioning again. There was no patient injury reported.